Manufacturer narrative:
The patient¿s gender was requested, but was not provided. The patient¿s weight was requested, but was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent transplant on (B)(6) 2015 while listed as 1a for an unspecified device malfunction. Additional information was requested, but was not provided.

Manufacturer narrative:
.

Event description:
It was reported that the patient was listed as 1a transplant status due to an ongoing driveline infection. Driveline culture grew pseudomonas in april 2013. The patient was given cefapime infusion and then transition to cipro. The patient underwent debridement once in (B)(6) 2014, twice in (B)(6) 2014, and once in (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
A specific cause for the driveline infection could not conclusively be determined through this evaluation the pump was not returned for evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.